Manufacturer narrative:
Note: this event occurred on the australia market on a significantly similar device to "base unit, cardiohelp", which is sold in the us. For d4 unique identifier (B)(4), primary di number has been used for base unit, cardiohelp with catalog number 701048012, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to the device involved in the event, not available in us. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in australia during treatment. It was reported that a microbubble in the circuit triggered a pump stop, as there was a complete loss of rmp and flow. The consultants were unable to reset the intervention. The cardiohelp was exchanged. No harm to any person has been reported. As there was no flow to the patient, a pump stop occurred during treatment and the cardiohelp was exchanged, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
It was reported that a microbubble in the circuit triggered a pump stop, as there was a complete loss of rmp and flow. The failure occurred during treatment. The customer was unable to reset the intervention. The cardiohelp was replaced. Subsequently, it was reported that the error message ¿device defective 0xd00e¿ was displayed during treatment. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on 2025-03-07/12. The fst visually inspected the flow/bubble sensor. The fst tested the cardiohelp device with a circuit for a few hours. The flow/bubble sensor failure could not be replicated. The sensor panel was replaced due to the device defective error message failure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and ¿arterial bubble detected¿ and ¿device defective (0xd00e)¿ could be confirmed on the date of event. Regarding the arterial bubble failure: according to the support case, the flow/bubble sensor did not have any functional failures. In principle, the flow/bubble sensor is not designed for microbubbles. However, an accumulation of such microbubbles can trigger an alarm and an intervention. This alarm and intervention remains in place until the microbubbles is no longer present. Regarding the device defective error message: according to support case, the most probable root cause for the ¿device defective 0xd00e¿ is a communication problem between the components, rf2 and dsp, within the sensor panel. The most probable root cause for the communication problem is a faulty cable connection. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. Referring to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. According to the instruction for use (IFU) of the cardiohelp device (chapter ¿high priority¿) it is stated that this error message inform the user of an error that require the service to diagnose the fault. The cardiohelp should be exchanged as quickly as possible, if the failure occurs during patient treatment. The perfusion on the cardiohelp should be continually be checked, as well as the monitoring of the patient. Furthermore, in the IFU chapter ¿check before every application¿ it is mentioned that all important functions and this particular error messages of the cardiohelp have to be checked before use. For both failures: the review of the non-conformities has been performed on 2025-03-07 for the period of 2022-09-22 to 2025-03-06. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2022-09-22. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "arterial bubble alarm - micro bubbles" and ¿device defective 0xd00e ¿ cable connection¿ could be confirmed, however the failure "arterial bubble alarm - micro bubbles" is not related to a malfunction of the device. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2024-03-06 till 2025-03-06). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).